Manufacturer narrative:
Visually, the inner shaft was broken approximately 0.54 inches from the distal end of the inner hub. There was deformation in the distal outside diameter of the inner hub. The outside diameter of the inner hub should be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.349 inches in the deformed area which was out of specification. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint due to physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned with no comment/allegation of malfunction. There was no patient impact.